Manufacturer narrative:
Add'l info was received on (B)(6) 2011 in the form of qa results. Eval summary: the product lot number was not provided; therefore, a batch records review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product safety. This review has not indicated any safety issue. Genzyme biosurgery will continue to monitor adverse events to determine if corrective action is required. MFR's comment: the benefit-risk relationship of the product is not affected by the report.

Event description:
Serum sickness [serum sickness] spinal fusion [spinal fusion surgery] red knees [erythema] hot knees [joint warmth] swollen knees [joint swelling]. Case description: spontaneous report was received on (B)(6) 2011 from a (B)(6) female pt initials (B)(6) with osteoarthritis. The pt's medical history is significant for previous treatment with synvisc. On an unspecified date in 2005, the pt initiated synvisc (hylan g-f 20) 2ml injection in both the knees. The synvisc lot number was not provided. After receiving the third synvisc injection, the pt developed red, hot and swollen knees that required the pt to go to the emergency room where pain medication was administered and ice was applied. On an unspecified date in 2005, the pt was diagnosed with serum sickness. On an unspecified date, several years after receiving synvisc, the pt experienced a spinal fusion. The action taken with synvisc was not provided. On an unspecified date in 2005, two days after receiving the third synvisc injection, the pt recovered from the events of red, hot and swollen knees. The outcome for the event of spinal fusion and serum sickness was not provided. Concomitant medications were not provided. The intensity for the events was not provided.